Event description:
An ophthalmologist reported that after uneventful bilateral intraocular lens (iol) implantation the patient was unable to read. The event was still persisting at the time of reporting and the patient was able to read with a +3.00d correction but unable without correction. Distance vision was fine but the ophthalmologist indicated the patient had "no near vision". Examination showed the macula fundus region was intact and the lens was centered properly. Oct measurements showed no deviation that could explain these symptoms. The event was not expected to resolve, according to the reporter after multiple teaching and conversation there was no change in the patient's near vision. Additional information has been requested and received. This is one of two medical device reports being filed for this patient. This report is for the right eye (od).

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).